Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-00305. It was reported that the patient had an allergic reaction had "broken out all over." As a result, the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.